Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle mom hip implant on her left side on (B)(6) 2008. Patient has not had a revision of her pinnacle implant, but constantly lives with the pain associated with it. Patient is a resident of (B)(6). **update**12/17/2012- medical records were received from legal. Records indicate that patient was revised on the left hip due to gray tissue consistent with metal debris and synovitis. The cup was noted to be in retroverted and at an inclination greater than 60 degrees.

Manufacturer narrative:
Update: (B)(6) 2012- medical records were received from legal. Records indicate that patient was revised on the left hip due to gray tissue consistent with metal debris and synovitis. The cup was noted to be in retroverted and at an inclination greater than 60 degrees. Records also indicated that the patient was bi-lateral. Records are available for further review. Dob and doi added. (Unknown pinnacle hip changed to liner; head and cup added.) The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ions.